Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the liner could not be inserted because the c ring was broken. Surgery was prolonged by 30 minutes.